Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient came to the emergency room with the device partially exposed. The device was explanted and the patient was released. The device was interrogated shortly thereafter, and some false positive pauses were noted. No patient complications have been reported as a result of this event.